Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: an operative report for ventral herniorrhaphy was not provided.] [Missing records: an operative report for ventral herniorrhaphy was not provided.] (B)(6) 2015: (B)(6) medical center (miami). (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: recurrent incisional ventral hernia. Assistant surgeon: (B)(6), do. Physician assistant: (B)(6), pa-c and (B)(6), pa-c. Anesthesia: general. Anesthesiologist: (B)(6), md. Anesthetist: (B)(6), crna. Procedure done: laparoscopic ventral hernia repair with mesh (gore-tex dualmesh +15 x 20 cm). Specimen: hernia sac. Complications: none. Blood loss: minimal. Justification for procedure: ¿this is a 61-year-old female patient who has had multiple laparoscopic surgeries including cholecystectomy as well as open repair of ventral hernia. Patient states that she has had several recurrences and requested hernia repair again. She occasionally has pain in hernia. The risks, benefits and alternatives of laparoscopic ventral hernia repair, possible open ventral hernia repair were discussed in detail. The risks discussed were inclusive of but not limited to possible adjacent organ injury, bleeding, blood transfusion, wound infection, scarring and deformity, need for multiple additional procedures as well as anesthetic complications. The patient asked questions and all her questions answered to her satisfaction. Hence, an informed consent was obtained.¿ operative procedure in detail: ¿patient brought to the operating room and placed supine on the table and monitored in at least 5 separate physiological parameters. The patient was found to be hemodynamically stable, so general anesthesia was administered. A left flank roll was placed and then the abdomen cleaned, prepped and draped in the usual sterile fashion. A timeout was called and then the surgery initiated. A 12-mm incision was made, 2 cm above the costal margin in the anterior axillary 1 line, left side and deepened down into subcutaneous tissue. A 12-mm xcel nonbladed optical trocar with a 10-mm laparoscope in place for direct visualization was used to enter the peritoneal cavity bluntly. There was no injury during entry process. Gas insufflation pressure of 15 was done after which 2 additional 5-mm ports were placed, both on the left side in the anterior axillary line above and below the level of the umbilicus. Omentum was seen incarcerated in the supraumbilical hernia. The omentum was dissected free using electrocautery and maryland dissector. Three separate hernia defects were seen and also sutures were seen. There was no mesh. The hernia sac was dissected and removed through the large port using a 5-mm laparoscope from the lowest port. It was removed using an endopouch. Because of the 3 separate hernias and because of the recurrence, a large mesh was chosen. A 15 x 20 cm gore-tex dualmesh plus was inserted, smooth surface towards peritoneal content through the large port using the 5-mm laparoscope for visualization. The large laparoscope was the replaced in the upper port. The endo stapler was then used to staple the mesh securely at least 4 cm from the edge of the hernia defect in all directions. The ports were removed under direct vision with no bleeding from the port sites. Port sites were irrigated, hemostasis ensured, after which the ports were closed in 1 layer with 4-0 monocryl. Dermabond skin glue was used to seal the skin and the entire procedure closure. The patient tolerated the procedure very well. There were no complications. Patient was sent to recovery room in stable condition.¿ (B)(6) 2015: (B)(6). Surgical documentation. Implant record. Description: mesh, surgical dual tefln plus 15cm x 19cm x 1mm tk - - nos. Lot number: 12858995. Manufacturer: gore, w. L., & assoc., inc. Expiration date: 06/30/17. Catalog number: 1dlmcp04. Quantity: 1. Implant site: abdomen. Implanted by: (B)(6) md, (B)(6). The record confirms a gore® dualmesh® plus (1dlmcp04/12858995) was implanted during the procedure. (B)(6) 2015: (B)(6). (B)(6), md. Pathology report. Accession: 351-s-15-001632. Diagnosis: ventral tissue: fibroadipose and fibroconnective tissue. Specimen source: ventral tissue. Clinical information: ventral hernia sac. Gross examination: fragment of yellow and pink fibroadipose tissue 8.5 x 3.5 x 0.5 cm. Rs(1). (B)(6) 2016: [missing records: records for CT scan suggesting recurrent ventral hernia were not provided.] (B)(6) 2016:: (B)(6) hospital. (B)(6). Operative report. Indication for procedure: ¿this is a 62 year old female who presents to (B)(6) for severe acute abdominal pain that started saturday after a meal with symptoms of abdominal pain, nausea, vomiting and diarrhea that lasted for several days rated as 10 out of 10 and described as being intermittent on and off. The patient is status post laparoscopic cholecystectomy in 2014. The patient is status post ventral herniorrhaphy x3 the last being in 2015 at (B)(6) medical center was dr. (B)(6) using a mesh. The admission CT scan suggests a recurrent ventral hernia. The patient has previously undergone upper endoscopy 2015 revealing gastritis and gastric ulceration at north shore medical center as well. The patient admits to history and symptoms of gastroesophageal reflux disease for over 10 years. The patient states that the symptoms are exacerbated with spice food and fluids stomach or [sic]. The patient takes omeprazole, zantac, tums, and mylanta for symptomatic relief. The patient is offered upper endoscopy to evaluate for esophagitis, gastroesophageal reflux disease, hiatal hernia, gastritis, gastric polyps, gastric ulcer, duodenitis, duodenal ulcer, tumor, cancer, helicobacter pylori. The patient understands the risks and benefits, the risks of anesthesia, myocardial infarction, stroke, dvt [deep venous thrombosis], pulmonary embolus, post-operative pneumonia, as well as aspiration and death. The risk of upper endoscopy with missing a polyp, tumor, mass or cancer as well as intra-operative or post-operative bleeding, perforation of the esophagus, stomach and/or intestines as well as the sleeve during the procedure that may require emergent exploration and repair of the esophagus, stomach or intestines that may require a thoracotomy and/or laparotomy. The risk of damage to intra-thoracic and/or intra-abdominal vascular structures, intra-abdominal bleeding, post-operatively wound infection, wound dehiscence, injury to small bowel or colon, injury to stomach, injury to esophagus, need for repair, need for repeat surgery, abscess formation, enterocutaneous fistula, mediastinitis and sepsis as well as death. No assurances were suggested or implied and the patient agreed to proceed.¿ pre-operative diagnosis: gastroesophageal reflux disease. Abdominal pain. Nausea/vomiting. Diarrhea. History of gastritis and gastric ulcer. Post-operative diagnosis: same. Procedure: esophagogastroduodenoscopy with biopsy. Anesthesia: tiva [total intravenous anesthesia]. Anesthesiologist: (B)(6), md. Ebl [estimated blood loss]: less than 2cc. Urine output: none. Blood given: none. Ivf [intravenous fluids]: see nursing documentation. Specimen: d1 (post bulb), pylorus, antrum, gastroesophageal junction 41 cm 3 and 9 o¿clock position, gastroesophageal junction 41 cm 6 o¿clock position, esophagus 39 cm 7 o¿clock position. Lap and needle count: correct. Complications: none. Disposition: stable to recovery room. Intra-operative findings: proximal esophagus; no acute disease; glycogen acanthosis. Mid-esophagus; no acute disease, glycogen acanthosis. Distal esophagus; questionable barret¿s with islands noted at 39 cm. Z line at 41 cm irregular at 9 o¿clock position. Evidence of minimal inflammation of the gastroesophageal junction distal to z line with focal moderate inflammation at 3, 6, 9, 12 o¿clock position. 2 cm sliding hiatal hernia. Cardia; gastritis, minimal. Body; gastritis, minimal. Antrum; gastritis, minimal with linear erythema. Pylorus; gastritis, minimal with linear erythema. D1; duodenitis, minimal questionable with questionable duodenal changes. D2; no acute disease. Bile reflux; yes to cardia. Description of procedure: ¿the patient was brought to the endoscopy suite a time out was performed confirming the patient name, procedure, surgical site and consent. The patient was placed in the left lateral decubitus position. With the patient calm and relaxed under tiva [total intravenous anesthesia], a bite block was placed and the endoscope was passed through the bite block into the oropharynx. A single lumen olympus upper endoscope was used for endoscopy. The scope was then passed into the esophagus. The proximal esophagus revealed no acute disease with glycogen acanthosis. The mid esophagus revealed no acute disease with glycogen acanthosis. The distal esophagus revealed with irregular distal mucosa suggestive of questionable barret¿s islands at 39 cm. The z line was seen at 41 cm. There was a 2 cm sliding hiatal hernia. There appeared to be minimal evidence of inflammation involving the gastroesophageal junction just distal to the z-line with focal moderate inflammation at the 3, 6, 9, and 12 o¿clock position. The scope was advanced into the stomach with evidence of bile reflux into the cardia of the stomach. The cardia revealed minimal gastritis. The body of the stomach revealed minimal gastritis. The antrum revealed minimal gastritis with linear erythema. The pylorus revealed minimal gastritis with linear erythema. The first portion of the duodenum revealed minimal duodenitis with mucosal changes in the post bulbar area. The second portion of the duodenum revealed no acute disease. The scope was withdrawn. Cold forceps biopsies were taken of d1 (post bulb), pylorus, antrum, gastroesophageal junction 41 cm 3 and 9 o¿clock position, gastroesophageal junction 41 cm 6 o¿clock position, esophagus 39 cm 7 o¿clock position. Scope was re-advanced. No further bleeding was noted. The stomach was desufflated. The patient tolerate the procedure well." (B)(6) 2016: (B)(6) hospital. (B)(6), md. Pathology report. Accession number: 346-s-16-005228. Diagnosis: a. Portion of duodenum biopsy: focal acute duodenitis with extensive foveolar metaplasia. Diagnosis comment: the above findings are nonspecific. The differential diagnosis includes drug induced injury (e.g. Nsaids [non-steroidal anti-inflammatory drugs]) versus peptic duodenitis. There are no granulomata or evidence of a specific infectious process (viral or parasitic). B. Pylorus: focal acute erosive gastritis with extensive epithelial regenerative change. An immunohistochemical stain for h. [Helicobacter] pylori is negative. No dysplasia or neoplasia is seen. C. Antrum biopsy: fragment of gastric body/fundic type mucosa with sparse chronic inflammation, nonspecific. An immunohistochemical stain for h. [Helicobacter] pylori is negative. No dysplasia or neoplasia is seen. D. Ge [gastroesophageal] junction biopsy: squamocolumnar mucosa with chronic inflammation. A pas [periodic acid-schiff] alcian blue stain fails to reveal fungal organisms or evidence of intestinal metaplasia. No dysplasia or neoplasia is seen. E. Ge [gastroesophageal] junction at 41 cm: fragments of squamocolumnar mucosa with focally active chronic inflammation. A pas [periodic acid-schiff] alcian blue stain fails to reveal fungal organisms or evidence of intestinal metaplasia. No dysplasia or neoplasia is seen. F. Esophagus biopsy at 39 cm: squamocolumnar mucosa with chronic inflammation. A pas [periodic acid-schiff] alcian blue stain fails to reveal fungal organisms or intestinal metaplasia. No dysplasia or neoplasia is seen. Specimen source: (a) portion of duodenum bx [biopsy]. (B) pylorus. (C) antrum bx [biopsy]. (D) ge [gastroesophageal] junction at 41 cm (6 & 12 o clock). (E) ge [gastroesophageal] junction at 41 cm (3 & 9 o clock). (F) esophagus bx [biopsy] @ 39 cm (7 o clock). Clinical information: diagnosis/clinical information: abdominal pain. Post-op diagnosis: hiatal hernia, esophagitis, gastritis. Procedure: egd [esophagogastroduodenoscopy]. Gross examination: a. The specimen is a 0.3 cm tan tissue. Te1. B. The specimen is two 0.3 cm tan tissue. Te1. C. The specimen is a 0.4 cm tan tissue. Te1. D. The specimen is three 0.3-0.4 cm tan tissue. Te1. E. The specimen is two 0.3 cm tan tissue. Te1. F. The specimen is a 0.4 x 0.1 x 0.1 cm tan tissue. Te1. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Procedure: repair of recurrent ventral hernia using a _____ cm [sic] in diameter ventrio hernia patch. Assistant: dr. (B)(6). Type of anesthesia: endotracheal anesthesia. Preoperative diagnosis: abdominal pain. Postoperative diagnosis: abdominal pain and recurrent ventral hernia. Indications for procedure: ¿this is a patient who was complaining of severe pain in the mid abdomen where the patient had had a previous repair of a ventral hernia. At the point, patient every time _____ [sic] that would come up and then it would hurt quite a bit, so consequently, we decided to go ahead and do explore first and repair the hernia, which seems to be the problem that she had the recurrent hernia. Patient was informed of procedure, the possible alternatives and the possible complication and consequences which to the best of my knowledge, she understood. It should be said that the patient was advised that perhaps the pain that she was suffering would not resolve with this surgery, so she was pretty well informed of all the possible complications and consequences of the surgery. Patient to the best of my knowledge understood my explanation and accepted this procedure as explained.¿ description of procedure: ¿patient was taken to the operating room, was placed on the operating table in the supine position. After an adequate induction of anesthesia, the area was prepped and draped in the usual sterile fashion. I proceeded to make an incision right at the area where the hernia was. This incision was developed through the subcutaneous tissue until we came up upon the fascia and the mesh that this patient has. We proceeded then to dissect around it and to the side of it, there was a big gap was present, which a small bowel and omentum came through. We proceeded then to start working to separate this hernia, which at the end was removed completely. This hernia was attached to the wall using the metal secure straps, which sometimes will give pain in the abdominal wall. So we removed all of them and removed the mesh at the same time. This was very laboursome but once removed, we proceeded to clean well the peritoneal surface of the abdominal wall. We clean it out completely, checked the area. There were no adhesions between the bowel and itself, so we proceeded then to repair the hernia. At this point, I chose to use a ventrio hernia patch, the size of it rather was _____ cm [sic] in diameter, the round mesh which covered very well the whole defect. So once we did this, we tagged the hernia in the 4 cardinal points and proceeded to secure against the abdominal wall. After that, we used the secure strap to the ones which _____ [sic] absorbable we proceeded to use to secure furthermore, the mesh to the abdominal wall. Once this was done and after making sure everything was well and there was no bleeding and we proceeded then to reapproximate the tissue, which was formed on top of the hernia, which I did not excise and tagging it well to the mesh as to create a _____ [sic] attached to the mesh. Once that was done, we irrigated profusely this plane and then we proceeded to approximate the subcutaneous tissue using 3-0 vicryl interrupted suture. The skin was approximated using 4-0 vicryl in a continuous subcuticular stitch. Dermabond was applied over the wound. Patient withstood the procedure well and was taken to the recovery room in stable condition after an abdominal binder was placed in the abdomen. Patient withstood the procedure well and was taken to the recovery room in stable condition. Estimated blood loss was minimal. Sponge and needle count was done twice and was correct both times. Specimen sent to pathology was mesh.¿ (B)(6) 2017: (B)(6) hospital. Surgical documentation. Implant record. Entry 1: description: patch, hernia ventrio large circle 4.5¿ diameter - - cgh. Implant site: abdomen. Entry 2: description: patch, hernia ventrio large oval 5.4¿ x 7¿ - - cgh. Site: abdomen. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Pathology report. Accession number: 346-s-17-001941. Diagnosis: ventral hernia mesh: synthetic material consistent with mesh with adherent fibroadipose tissue with fibrosis and sparse chronic and granulomata inflammation with foreign body-type giant cells. Specimen source: ventral hernia mesh. Clinical information: diagnosis/clinical information: recurrent incisional ventral hernia. Procedure: recurrent incisional hernia repair. Gross examination: received in formalin is an ovoid fragment synthetic material measuring 15.0 x 10.5 x 0.3 cm with adherent yellow-tan fibroadipose tissue. There are also metallic coils attached to the synthetic material measuring 0.2 cm in diameter. Rs1. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc. ; lot number: 12858995. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral / incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, mesh removal, additional surgery. Additional event specific information was not provided.